Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after sheath insertion, a dissection was noticed. The physician elected to cover the dissection using a 8x40 stent to resolve the reported issue. The procedure was completed successfully with no reported patient harm.